Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x8mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was found that the stent struts got lifted. The procedure was completed with another synergy drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.50 x 8 mm stent delivery system was returned for analysis. The stent was detached from the delivery system and appeared expanded. Stent damage was also noted. The crimped stent outer diameter at the time of manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were relaxed from their originally folded position and it appeared that positive pressure was applied and a vacuum pulled. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x8mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was found that the stent struts got lifted. The procedure was completed with another synergy drug-eluting stent. No patient complications were reported.